Manufacturer narrative:
Submit date: 01/05/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that at the end of (B)(6) 2015, a crack was noticed on the y branch of the catheter and bleeding occured. The device was replaced in (B)(6) 2015.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) was reviewed and indicated that there were no quality issues associated with this failure. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective and preventive action (CAPA) was opened to address this failure mode. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.